Event description:
The site returned a permanent cautery spatula instrument with no information provided. No harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that the distal end of the instrument main tube has a 3.5" long section directly above the proximal clevis with material removed. There is also a narrower, 1.5" long section with material removed at the midpoint of the tube. Both damaged areas are aligned with each other and parallel to the tube's longitudinal axis. Based on the location and appearance, the damage may have been caused by a cannula accessory. No other damage was found. The site also returned a cannula accessory which may have caused the damage observed on the instrument main tube. Additional information regarding the cannula accessory can be found in medwatch MFR report #2955842-2008-00156.